Event description:
The patient stated that at approximately 3:30am in 2007, he woke up and felt nauseous. He stated that his blood glucose was 320 mg/dl. He stated that he gave himself a 12 unit bolus and he then discovered insulin in the cartridge compartment of his infusion device due to a broken insulin cartridge. He stated he then switched to his backup infusion device and gave himself a 15 unit bolus. He stated by morning, his blood glucose had returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.